Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was hospitalized due to rash around the ipg site which was not device related. It was believed that the rash might be a fungal infection. The patient was given hydrocortisone cream to put over the rashes to clear up.

Event description:
A report was received that the patient was hospitalized due to rash around the ipg site which was not device related. It was believed that the rash might be a fungal infection. The patient was given hydrocortisone cream to put over the rashes to clear up.